Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: there are a lot of clotted cells on the side wall inside the tubes and inside the serum. This period ID the most cold in israel especially in the north. And in this period there was and still 10-15 % disqualifications there are multiple tubes that were disqualified and the customer didn't count them with different lot numbers - I will add the lot of the sample that will be sent to you.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was red cell hang up. The following information was provided by the initial reporter. The customer stated: "there are a lot of clotted cells on the side wall inside the tubes and inside the serum. " h.6 imdrf annex a grid: a0908.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up. The following information was provided by the initial reporter. The customer stated: "there are a lot of clotted cells on the side wall inside the tubes and inside the serum."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but a photograph was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin and red cell hangup was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up. The following information was provided by the initial reporter. The customer stated: "there are a lot of clotted cells on the side wall inside the tubes and inside the serum. "